Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 2000, the pt underwent a primary right l5-s1 spinal root decompression. On 1st event date, the pt presented with intermittent right buttock and leg pain. The investigator noted the event as mild in intensity. The pt was placed on oral indocin with resolution of symptoms. The outcome of the event was resolved with treatment approx 1 month after 1st event date. The investigator noted this event as unrelated to the admin of adcon-l. The investigator noted a possible explanation for the event as transient nerve root inflammation. On 2nd event date, pt presented with left buttock and hip pain. The investigator noted the event as moderate in intensity. An MRI was scheduled. Pt refused medications and further physical therapy. The outcome of the event was pt was lost to follow up. The investigator noted this event as unrelated to the admin of adcon-l. The investigator noted a possible explanation for the event as a perineural fibrosis.